Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received stuck button alarm. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that insulin pump received another pump error alarm before the stuck button alarm. Customer was able to clear the alarm however not able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons due to corroded keypad connector and corroded electronic assemblies. Unable to perform displacement test, rewind, prime or seating, basic occlusion test, force sensor test, occlusion test, and selftest or verify pump error 43 due to unresponsive keypad. Motor was tested outside the device and passed. Device received with corroded battery tube.